Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned sample. However, the reported details were inconsistent with the condition of the sample. The customer returned on guide wire that was unraveled and inserted through an introducer needle. No catheter was returned. Microscopic examination revealed that the core wire was broken adjacent to the proximal weld. No pieces of wire appeared to be missing. The undamaged end of the wire was inserted through the introducer needle and passed without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that a central venous catheter was inserted in the external jugular vein. The doctor wanted to remove the guide wire from the catheter but he felt a resistance and was unable to remove it. The doctor then had to remove the catheter from the patient. The catheter was disintegrating during the removal of the guide wire. As a result the patient experienced pain and bleeding and the doctor had to insert another catheter causing a delay. The patient is fine and returned home.